Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/13/2014 with the following findings: review of the pump¿s black box found related alarms but no evidence of shortened battery life. The battery compartment was undamaged; there was no evidence of moisture ingress. The battery cap top was damaged; the battery cap was able to be properly secured. The pump emitted a related alarm during the rewind step of the prime sequence. The electric power draws were out of specification. Leak testing found no pump case leaks. Moisture was observed on the motor circuit. Unrelated to the complaint, the bolus button cover was missing the slug component.